Event description:
It was reported that on the day of the report, the implantable neurostimulator (ins) and extension were replaced. It was noted, the ins was at end of service (eos) and the patient was due for a replacement. There were no issues with the longevity of the battery. The day prior to report, the location of the lead was checked and it was determined that it ¿was not a great placement.¿ it was noted that it ¿was not in the correct place.¿ it was decided to complete a lead revision when the battery was changed. It was noted, the lead was moved 2mm laterally and 2.5mm interiorly. It was further noted, the patient received ¿some¿ benefit but better results were desired. It was noted that impedances were ¿all fine.¿ it was noted that it was too soon to determine the status of the therapy as it had just been turned on the day of this report. Additional information received reported that the lack of therapy was caused by the depletion of the ins. It was noted the depletion was normal. It was further noted, the patient was doing ¿great.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 3387-40 lot# j0412305v, implanted: 2004 (B)(6), explanted: 2013 (B)(6), product type lead product ID 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 3387-40 lot# j0412305v, implanted: 2004 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).